Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained. The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing before service was performed demonstrated that the vitros eci and trop I es reagent were operating as expected. However, an ocd field engineer performed "as needed" maintenance to the well wash and signal reagent metering subsystems. Performance testing following service confirmed that the vitros eci and trop I es reagent were operating as expected. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
This customer obtained a non-reproducible, falsely elevated vitros trop I es result for a single patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).